Manufacturer narrative:
Exact implant date is unknown but surgery happened in (B)(6) 2016. This device is not marketed in us but a similar device with catalog # 1604200500, 510k# k113174 and (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent following procedures: l2-5: oblique lumbar interbody fusion l5-s: posterior lumbar interbody fusion th9-s2ai: fixation and posterior fusion. On an unknown date, post-op, both side rods were found to be broken around l4/5. Rods were broken before bone union was achieved. Hence, a revision surgery was performed on (B)(6) 2017 for rod replacement. No patient complications were reported as a result of this revision surgery.